Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime and rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had no delivery alarms and had to re prime and rewind their pump multiple times. The insulin pump will not be returned for analysis.